Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot, or sterile lot, referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts femur sz8 left 5512-f-801 ggfh; tri press-fit stem 18x150mm 5566-s-018 m7c49ae; tri ts baseplate size 7 5521-b-700 hoil; tri press-fit stem 18mm x 100mm 5565-s-018 m6w09a; simplex p with tobramycin 1 pack 6197-9-001 mcu026; simplex p with tobramycin 1 pack 6197-9-001 mcu026. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised. A 7x11 ts insert was revised to a 7x9 ts insert. Rep confirmed that a washout and poly swap was performed due to infection.